Manufacturer narrative:
Based on analysis of the calibration and qc data a general reagent issue can be excluded. The investigation determined that the calibration signals were too high on the e 602. Further investigation was unable to find a definitive root cause why the calibration signals were high on the e 602.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable high elecsys ferritin results for 5 patient samples on a cobas 6000 e 601. Based on the provided data, the field application specialist (fsa) determined that the calibration and qc were acceptable on the e 601. Data was only provided for two patient samples that were repeated on a cobas 8000 e 602 module at another site. For this data, the fsa determined the ferritin results from the e 602 to be incorrect based on questionable calibration data and troubleshooting data. For patient 1 the initial ferritin result was 1551 ng/ml. The repeat results were 1570 ng/ml, 1543 ng/ml, and 1575 ng/ml. The result from the e 602 module was 465.8 ng/ml. For patient 2 the initial ferritin result was 658.2 ng/ml and the repeat result was 638.0 ng/ml. The result from the e 602 module was 217.5 ng/ml. It was not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ferritin reagent lot number and expiration date used on the e 602 was requested but was not provided.